Manufacturer narrative:
Section h11 has been updated. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the interface pcb and display assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a failed display screen and interface pcb assembly.

Event description:
A customer contacted stryker to report that the touchscreen controls on their device were intermittently unresponsive. As a result, defibrillation therapy may not be available when needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the interface pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the touchscreen controls on their device were intermittently unresponsive. As a result, defibrillation therapy may not be available when needed. There were no reports of harm to the patient as a result of the reported event.